Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported, the customer was hospitalized due a malfunction with their insulin pump. Date of hospitalization was (B)(6) 2014. Blood glucose at the time of admission was 7 mmol/l. It was reported the customer received a compromised force sensor system alarm on their insulin pump. It was also found the customer's drive support cap was sticking out. Customer also reported they went to hospital because they did not have a back-up plan. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and reset error test. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump alarmed during the basic occlusion test and was unable to prime during the prime test due to a protruded and loose drive support disk. The functional tests could not be completed due to the prime anomaly. The insulin pump had minor scratches on the display window, a scratched case and reservoir window, a cracked reservoir tube lip and a missing end cap sticker.